Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead helix would not extend or retract after the second deployment. The lead was removed and the helix issue was confirmed outside of body as well. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.